Event description:
Patient was experiencing pain. During surgery, dr removed m/g I patella and articulating surface and found the poly was worn but not disassociated. There was an overgrowth of bone and soft tissue on the patella. Patella and articulating surface were replaceddevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device not used as labeled/indended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. The device was not destroyed/disposed of.